Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due lead breakage or damaged. As the lead was pulled out and the tip was halfway out, the helix became completely separated from the lead and remained in the vessel. This ra lead was replaced with the same model. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due lead breakage or damaged. As the lead was pulled out and the tip was halfway out, the helix became completely separated from the lead and remained in the vessel. This brady lead was replaced with the same model. No adverse patient effects were reported.